Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the reported event. The analyzer failed incoming functional testing. It was sent for repair and reallocation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer had a loss of communication with the programmer. Multiple programmers were tried, with the same error message displayed. The analyzer was returned for service. No patient complications have been reported as a result of this event.